Event description:
The customer stated that the acuity patient monitoring system froze up. This resulted in a temporary loss of centralized patient monitoring. Note: the customer did not provide any patient information.